Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: sheath: 8fr, 11fr, 14fr, 18fr, 20fr, 24fr; heparin. (B)(4) - indication for use - the proglide device was used in a 24f common femoral artery access site. Per the instructions for use, states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported failure to achieve hemostasis appears to be related to use technique. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other two perclose proglide devices, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with three proglide devices were attempted in the left common femoral artery (lcfa) using the preclose technique prior to an interventional procedure. The arteriotomy was 8fr sheath. The sheath was upsized to 11fr, 14fr, 18fr, 20fr, 24fr and the interventional procedure was completed. Reportedly, there was inadequate hemostasis. Balloon inflation in femoral artery and manual compression were used to achieve hemostasis. Following hemostasis, the patient developed a groin hematoma and a blood transfusion was given. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.